Event description:
The customer reported that the device had a primary alarm failure message. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device had a primary alarm message on screen. It was then reported that the issue was duplicated in the biomed department and the following error codes were observed 5021 motor p, power f, 1102 in event log. The remote service engineer (rse) advised the customer to replace the failed speaker to correct issue, and second speaker as a precaution. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement when the issue occurred. No patient or user harm was reported. The customer replaced primary speakers to resolve the issue. The device was returned to service.